Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent. The cause of the event was not reported. One day after the event onset the patient was hospitalized for the event. On an unknown date, the patient was treated with heparin (25000 iu, unknown route, ongoing) for blood in pd effluent. At the time of this report, the patient remained hospitalized and was recovering from the cloudy effluent. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.